Event description:
Boston scientific received information that the pacemaker with the competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 1,900 ohms. Lead safety switch that had tripped on rv lead was noted. Boston scientific technical services (ts) advised getting a chest x-ray to rule out a lead fracture and to perform isometrics and pocket manipulation to elicit noise on rv lead. Additional information indicates that the source was undetermined and patient will be closely followed up by the clinic. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.